Event description:
Patient reported her blood glucose readings were affected (value not provided) due to the insulin being damaged by her body temperature. She stated that she reused the insulin cartridges to prevent her from using them too frequently. Patient reported receving repeated e-4 (occlusion) alarms. She did not provide any further information. Patient did not report any symptoms associated with the blood glucose issue. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.